Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose due to sometimes forgetting to bolus. The customer requested assistance with setting a bolus reminder on the insulin pump. Customer's blood glucose level the morning of the call was 539 mg/dl. The customer also reported that the insulin pump had a keypad anomaly and that sometimes she would receive no delivery alarms. The customer stated that the numbers on the screen kept scrolling on their own. Blood glucose at the time of incident was 379 mg/dl. The customer felt lightheaded and had blurry vision. She treated with manual injections and blood glucose went down to 139 mg/dl. The customer declined troubleshooting for high blood glucose. It was advised that the insulin pump would be replaced due to the keypad issue. The device was returned for analysis.